Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right atrial (ra) lead, the ra lead exhibited poor sensing. Diminished p waves were noted. The ra lead was implanted and remains in use as the physician accepted the poor sensing, and was hopeful that it would recover in time. No patient complications have been reported as a result of this event.